Event description:
It was reported that the stopper in the bd luer-lok¿ tip syringe was defective and medication leaked past it during use. The following information was provided by the initial reporter: "customer states that she has a defective luer-lok syringe. Customer's daughter was using the product to administer ig-IV therapy when stopper malfunctioned and medication came out of the back of the syringe all over the pack. Had to dispose the medication and they said to throw it away and restart with another set. Defect occurred 3 weeks ago."

Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. E.1. The customer's address is unknown. Texas, USA has been used as a placeholder based on the reported phone area code. H.6. Investigation summary: a device history record review was completed by our quality engineer team for provided material number 309653 and lot number 3027223. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified. There are quality controls currently in place to detect this type of defect during the production process. Further action has not been determined necessary at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.